Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2018 due to high blood glucose of 400mg/dl and diabetic ketoacidosis. Blood glucose at the time of the admission was 968mg/dl. The call was disconnected. Insulin pump will be returned for analysis.